Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). The hospital discovered that the over infusion was due to the upper hinge on the platen being cracked and allowing unregulated flow. They are planning to repair the device themselves and will not be returning the device for investigation.

Event description:
Customer reported an over infusion of pitocin to a post-partum pt in the labor and delivery unit. The pt received 900mls of pitocin in lactated ringers in 2 hours. The intended rate was 125ml/hr. The pt had uterine cramping and was uncomfortable. The pt was given medication for pain. There were no lasting effects. Customer states that no further patient/event info is available. The hospital discovered that the over infusion was due to the upper hinge on the platen being cracked and allowing unregulated flow. Customer stated that product will not be returned because they know the cause of the event and are planning to repair the device themselves.